Manufacturer narrative:
Date of birth not provided. Patient is (B)(6). It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller from (B)(6) reported a patient that is experiencing erratic blood glucose results. (B)(6) 2014: meter 1 - 11:20, 15 mg/dl, meter 1 - 11:22, 15 mg/dl; meter 2 - 11:26, 78 mg/dl; meter 3 - 15:18, 22 mg/dl, meter 3 - 15:20, 20 mg/dl; meter 2 - 15:21, 85 mg/dl; meter 4 - 19:47, 42 mg/dl; meter 4 - 19:48, 102 mg/dl. (B)(6) 2014: meter 5 - 19:54, 45 mg/dl; meter 5 - 20:01, 355 mg/dl. No adverse event was reported. Strips are not available for return.